Manufacturer narrative:
Device analysis: fluid loss, connector break, and inflation issues were reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump also failed the valve activation test. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. Fluid loss and connector break could not be directly confirmed. The identified inflation issues in the reported allegations can be traced to the functional testing failures for the deflation and activation test. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported allegations could be traced to a component failure based on product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with the connector with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp was implanted. Additional information was reported that there was a crack in the connector and the fluid loss resulted in inflation issues. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional information: correction: device analysis: fluid loss, connector break, and inflation issues were reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump also failed the valve activation test. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. Fluid loss and connector break could not be directly confirmed. The identified inflation issues in the reported allegations can be traced to the functional testing failures for the deflation and activation test. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported allegations could be traced to a component failure based on product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with the connector with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp was implanted. Additional information was reported that there was a crack in the connector and the fluid loss resulted in inflation issues. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient recovered after procedure.

Event description:
It was reported that the patient experienced fluid loss with the connector with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp was implanted. Additional information was reported that there was a crack in the connector and the fluid loss resulted in inflation issues. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.